Event description:
Pt cadd legacy pump (B)(4) beeps and gives no reason or error code when it is laid down flat, still works, but doesn't beep in other positions. No lapse in therapy for the patient. Replacement pump sent to pt. Dose or amount: 113 ng/kg/min. Frequency: every 48 hours. Route: continuous. Dates of use: from (B)(6) 2015 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.